Event description:
It was reported that the customer had a flow drop on its smiths medical fluid warmer. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received cracked tank cover and enclosure. Outdated pcb and power switch. Wear and tear damaged front cover, pole clamp, and line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the customer had a flow drop on its smiths medical fluid warmer. No adverse patient effects were reported.